Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the device had sealed tubing. The reported condition was verified. The cause of the condition was determined to be improper packaging. The device was caught in the pouch seal on a manual packaging machine. Machine operators were made aware of the issue, and a mechanism that detects tubes caught by the pouch seal was installed on packaging machines. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set would not flow during priming. The reporter stated that the no flow was through a portion of the tubing that appeared to have deteriorated. There was no patient involvement. No additional information is available.